Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was saying that their blood glucose levels were in the 400 mg/dl range, but when the customer tested their blood glucose levels their actual blood glucose level was 290mg./dl. Customer's blood glucose level at the time of the call 210mg/dl. Troubleshooting occured. No additional information was provided.